Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 844.4 mcg/day) via an implanted pump. Indications for use were listed as intractable spasticity and multiple sclerosis. Other medications the patient was taking at the time of the event and medical history were not reported. The patient was hospitalized two weeks ago ((B)(6) 2016) and infection was ruled out. Since the hospitalization the spasticity was even worse. Additional information received from the healthcare provider (hcp). Other medications that the patient was taking at the time of the event included: baclofen 10mg orally three times a day, oxcarbazepine 600mg orally three times a day. No known drug allergies. The patient was hospitalized because the patient had bad spasms. Diagnostics/troubleshooting performed included, increase in daily dose by 5% and "flex rate 42.1mcg/hr basal/887.4 mcg/day daily rate" on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.